Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's father contacted dexcom technical support on (B)(6) 2010 to report that pt's mother removed a failed sensor on the same day as insertion. Pt's father reported that the sensor wire was retained in pt's arm, but that they were able to remove the sensor wire. Pt was fine at the time of her father's call.